Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was not confirmed, the culture result of enterococcus cloacae complex suggests a breach in aseptic technique. This is a group of diverse bacterial species that are widely present in nature and are part of the gut commensal microbiota of animal and human populations. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being diagnosed with peritonitis four times. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023. No symptoms were provided. The patient was diagnosed with peritonitis. A pd culture was obtained which resulted positive for enterobacter cloacae complex. The patient was subsequently hospitalized on (B)(6) 2023 as the unspecified symptoms worsened. No antibiotic information was provided. The hospital discharge date was not provided. The cause of the peritonitis was not confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported being diagnosed with peritonitis four times. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2023. No symptoms were provided. The patient was diagnosed with peritonitis. A pd culture was obtained which resulted positive for enterobacter cloacae complex. The patient was subsequently hospitalized on (B)(6) 2023 as the unspecified symptoms worsened. No antibiotic information was provided. The hospital discharge date was not provided. The cause of the peritonitis was not confirmed.